Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the consumer heard about a woman in (B)(6) that had an ins and had a bad infection and almost died. There were no further details provided. No further patient complications were reported as a result of this event.